Manufacturer narrative:
Based upon the investigation findings, the reported event has been inconclusive. No medical documentation and suboptimal imaging studies were available for this review. Additional information was requested from the facility, but at the time of this report, no additional information was received. Product appropriateness and patient candidacy could not be assessed due to lack of information and a pre implant CT scan. At two weeks post implant, the crown was seated adjacent to the superior mesenteric artery, which might have indicated a failure to follow the IFU. Approximately two weeks post implant, there was evidence to support: a rupture and a type ia endoleak. The secondary procedure was confirmed. The final disposition of the patient could not be established due to lack of information, however it was reported that the patient was doing well on permanent dialysis. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.

Event description:
It was reported that approximately 19 days post implant of a bifurcated device and a suprarenal aortic extension and an infrarenal, an endoleak was revealed. Reportedly, the patient was symptomatic and came in emergently on (B)(6) 2015. The physician treated the patient with two aortic extensions an infrarenal and a suprarenal followed with a palmaz stent to secure the devices. A post angiogram was done and revealed a good seal. The patient is doing fine.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.